Event description:
The customer reported that the system displayed several errors due to the diminished capacity of the batteries. The precharge voltage error prevented the system for booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.